Event description:
Reportedly, the day following the implantation of the subject pacemaker with sorin leads, it was observed that the ventricular lead presented an increased impedance (1902 ohm) a decreased sensing (4.5 mv) and a threshold higher than 4.5v x 1ms. The ventricular lead was re-positioned the following day and measurements with the pace system analyzer (psa) showed good electrical parameters. It was confirmed during the interrogation with the programmer (impedance=626 ohm; sensing=15mv; threshold= 0.35v x 0.35ms). Four days after implant, once again, the threshold increased over 7.5vx1ms (impedance=386 ohm; sensing=8.6mv). The patient was processed to a new surgical intervention. There was no sign of lead displacement with x-ray. During the procedure, just after the ventricular lead was unplugged from the pacemaker, the electrical parameters were measured with the psa (r-wave=9mv, slew=1.8v/s, impedance=578 ohm, threshold=4.5v x 0.5 ms). The physician replaced the ventricular lead and the pacemaker. The subject pacemaker and the ventricular lead will be returned for analysis (the lead complaint will be treated in a separate form).

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the day following the implantation of the subject pacemaker with sorin leads, it was observed that the ventricular lead presented an increased impedance (1902 ohm) a decreased sensing (4.5 mv) and a threshold higher than 4.5v x 1ms. The ventricular lead was re-positioned the following day and measurements with the pace system analyzer (psa) showed good electrical parameters. It was confirmed during the interrogation with the programmer (impedance=626 ohm; sensing=15mv; threshold= 0.35v x 0.35ms). Four days after implant, once again, the threshold increased over 7.5vx1ms (impedance=386 ohm; sensing=8.6mv). The patient was processed to a new surgical intervention. There was no sign of lead displacement with x-ray. During the procedure, just after the ventricular lead was unplugged from the pacemaker, the electrical parameters were measured with the psa (r-wave=9mv, slew=1.8v/s, impedance=578 ohm, threshold=4.5v x 0.5 ms). The physician replaced the ventricular lead and the pacemaker. The subject pacemaker and the ventricular lead will be returned for analysis (the lead complaint will be treated in a separate form).

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified. No anomaly was observed.

Event description:
Reportedly, the day following the implantation of the subject pacemaker with sorin leads, it was observed that the ventricular lead presented an increased impedance (1902 ohm) a decreased sensing (4.5 mv) and a threshold higher than 4.5v x 1ms. The ventricular lead was re-positioned the following day and measurements with the pace system analyzer (psa) showed good electrical parameters. It was confirmed during the interrogation with the programmer (impedance=626 ohm; sensing=15mv; threshold= 0.35v x 0.35ms). Four days after implant, once again, the threshold increased over 7.5vx1ms (impedance=386 ohm; sensing=8.6mv). The patient was processed to a new surgical intervention. There was no sign of lead displacement with x-ray. During the procedure, just after the ventricular lead was unplugged from the pacemaker, the electrical parameters were measured with the psa (r-wave=9mv, slew=1.8v/s, impedance=578 ohm, threshold=4.5v x 0.5 ms). The physician replaced the ventricular lead and the pacemaker. The subject pacemaker and the ventricular lead will be returned for analysis (the lead complaint will be treated in a separate form).